Manufacturer narrative:
Evaluation-other: the hosp has reported that they do not feel the device failed, but rather, the perforated bowel was likely due to insertion of the rectal probe technique. A review of the instructions for use lists rectal perforation under the potential adverse reactions. This report has been logged for trending.